Event description:
Police responded to a person described as in cardiac arrest. The patient was connected to the device, but according to the reporter, the device alarmed "motion detected" and would not analyze the patient's rhythm. The electrodes were removed and repositioned, then proper operation was observed. An advanced life support crew arrived and took over the scene. The patient was not resuscitated. The reporter stated the reported malfunction did not cause or contribute to the death of the patient because of the lack of the patient's viability and the availability and use of a backup defibrillator.